Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The customer complained of an erroneous high inr result on coaguchek xs meter serial number (B)(4) compared to the stago neoplastin cl plus laboratory method. The result from the meter at 11:00 a.m. Was 4.7 inr. The result from the laboratory at 12:00 p.m. Was 3.5 inr. The customer's therapeutic range is 2.5 - 2.7 inr. The laboratory result was believed to be correct. The customer's coumadin dose was adjusted based off of the 3.5 inr result. No medical treatment was required. There was no allegation that an adverse event occurred. The customer is feeling okay. The customer is not anemic, is not on heparin or other direct thrombin inhibitors and does not have antiphospholipid antibodies. The customer is not taking any new medications, has not had any diet changes or been ill recently and is not experiencing any unusual bleeding or bruising. The meter and test strips were requested for investigation. Relevant retention test strips (lot 353503) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer¿s meter was returned for investigation. The returned meter was tested in comparison to a master lot strips. Testing results: master lot strips: qc 1: 3.2 inr, qc 2: 3.1 inr, qc 3: 3.2 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (2.9 - 4.5 inr). All measurements were without error messages. The maximum difference between measurements was 4%.